Manufacturer narrative:
Device received with scratched lcd display window. (B)((4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damaged. The customer blood glucose level was 113 mg/dl. Troubleshooting was performed. Customer stated that the scratches on the lcd screen. Customer stated that they can not completely read the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.